Event description:
The customer reported that while putting a load into the unit she received hydrogen peroxide contact. She stated that an area on her thumb turned white and burned. The customer stated that she saw a doctor and was treated with bacitracian ointment. She stated that the contact area cleared the same day. The customer stated that she found that the vaporizer plate was missing from the unit, so she placed a new one.

Manufacturer narrative:
Asp reference